Event description:
Patient in surgery for a robotic-assisted laparoscopic cholecystectomy with intraoperative cholangiogram. At the end of the procedure, robotic scope taken out of the patient and notification of scope failure noted - "right eye¿. Surgeon aware. Central sterile processing department notified and equipment pulled. Equipment sent out to the manufacturer to be evaluated. Discussed with surgeon. No harm to the patient.